Manufacturer narrative:
The controller and five batteries were returned for evaluation. A review of the controller's manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned batteries passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Visual inspection of the controller revealed a loose power port 1 connector with the o ring gasket displaced. Based on an investigation conducted, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. This is an additional observation not related to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. No power switching events were recorded. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusions: the reported event details narrative:¿ it was reported that the controller was switching between power sources earlier than expected. ¿could not be confirmed via log file analysis. The controller failed visual inspection but passed functional testing. The ui: u0.07 pmc: u0.04 indicates that the controller serial (B)(4) is a smr controller. During the log files analysis evaluation, no battery - controller switching event were logged by controller within the analyzed period. Additionally, during the visual inspection, the controller power port 1 connector was loose from the controller housing with the o ring gasket displaced and the connectors locknut tight inside. The most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The manufacturer has an open internal investigation to evaluate power port 1 connector was loose from the controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: d1 product event summary, (B)(4): the controller failed visual inspection but passed functional testing. Additional products: d1: heartware® ventricular assist system-battery d4: battery/(B)(4)/ expiration date: 2017-08-31 UDI #: (B)(4). D10: yes, return date: 2017-11-03 h3: yes h4: 2016-08-25 h6: h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed visual inspection and functional testing. Additional products: d1: heartware® ventricular assist system-battery d4: battery/(B)(4)/ expiration date: 2017-08-31 UDI #: (B)(4). D10: yes, return date: 2017-11-01 h3: yes h4: 2016-08-25 h6: h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed visual inspection and functional testing. Additional products: d1: heartware® ventricular assist system-battery d4: battery/(B)(4)/ expiration date: 2017-08-31 UDI #: (B)(4). D10: yes, return date: 2017-11-03 h3: yes h4: 2016-08-26 h6: h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed visual inspection and functional testing. Additional products: d1: heartware® ventricular assist system-battery d4: battery/(B)(4)/ expiration date: 2017-11-30 UDI #: (B)(4). D10: yes, return date: 2017-11-03 h3: yes h4: 2016-11-19 h6: h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed visual inspection and functional testing. Additional products: d1: heartware® ventricular assist system-battery d4: battery/(B)(4)/ expiration date: 2017-08-31 UDI #: (B)(4). D10: yes, return date: 2017-11-03 h3: yes h4: 2016-08-23 h6: h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the returned battery passed visual inspection and functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional system component being reported for this event: battery/(B)(4)/ catalog number: 1650de. UDI #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. Battery/(B)(4)/ catalog number: 1650de. UDI #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. Battery/(B)(4)/ catalog number: 1650de. UDI #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. Battery/(B)(4)/ catalog number: 1650de. UDI #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. Battery/(B)(4)/ catalog number: 1650de. UDI #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was switching between power sources earlier than expected. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.